Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said that last night their manufacturer device was acting up and their leg was aching and today their leg is still aching. Patient stated their ins "doesn't really work" and they have always had a problem connecting to ins. Patient said they wanted to turn their therapy off to see if that would help but they can't get it to turn off. Patient stated during the call they have never noticed ins on the surface of their skin this much and that was never the case before. Patient also said that when they put the communicator over their implant it is painful. Patient confirmed that they have not had any falls or changes in weight. Patient stated that it has been 4 weeks since they had surgery where a different neurostimulator was placed on their right butt cheek. Patient was not sure what kind of neurostimulator it was, but said it was for the nerves. Patient is concerned about the two implants interacting. Patient also stated they have scoliosis. Patient mentioned that they are not supposed to be bending over but they do. Agent walked the patient through turning their stimulation off. The patient was redirected to their healthcare provider to further address the issue.

Event description:
On 2025-nov-03 additional information was received from the patient. They reported that the other stimulator that they had implanted was a paddle lead spinal cord stimulator from a different manufacturer that was implanted into their upper back. That stimulator was on the right but when it was turned on the first time, they had pain in their left leg and butt so they changed the interstim device and turned it off. They clarified that when they said their interstim device wasn't working they meant it wasn't helping them. They were advised to leave it off until they met with their doctor and a manufacturer rep on (B)(6) 2025 where they will decide what to do. They didn't know if this was caused by normal battery depletion, but they did say that their device is considered old. The stated that it seemed like the two implanted devices seemed incompatible. The causes of the connection issues and the ins on the surface of the skin were also unknown, but likely related to the new device. None of the issues had yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.